Event description:
Per the customer, the tritons value was less than 1000ml that he visually estimated in the canister. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.